Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals on the shock electrogram (egm). Technical services (ts) reviewed the reports and confirmed that the noisy signals were only present on the shock channel. Ts also noted that the lead exhibited low amplitudes. Ts stated that the shock channel records unipolar signals, which could result in myopotential noisy signals. Ts suggested troubleshooting actions to evaluate lead integrity. The plan is to perform isometrics with the patient during the next follow-up appointment. The lead remains in use. No adverse patient effects were reported. Additional information received indicates the patient went in clinic and troubleshooting was performed. There were stable impedances during isometrics. A defibrillation threshold (dft) test with a 1.1 joule (j) shock was performed resulting in an in-range impedance. Ts provided their insight on the results. Ts also provided insight regarding what was occurring when the flat egm occurred. The lead remains in use. No additional adverse patient effects were reported.